Manufacturer narrative:
Concomitant products : 6944-58 lead implanted (B)(6) 2004, dtba1d1 crtd implanted (B)(6) 2015.

Event description:
It was reported that the left ventricular lead was in a suboptimal position (an apical position.) The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.